Event description:
The customer reported that the system will not boot. No pt injury occurred.

Manufacturer narrative:
The ge service rep ordered a hard drive for replacement. He replaced the hard drive and reloaded the software.